Event description:
Healthcare professional reported left side textured to smooth implant exchange and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number lot number: 1677864 and catalog mx370g. Red particle material on the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g.1, h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and textured implant replacement.

Event description:
Healthcare professional reported left side textured to smooth implant exchange and capsular contracture baker grade IV. The device has been explanted.